Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose readings. The customer's blood glucose value was unknown. The customer stated that two months ago, his blood pressure went high and he went to the hospital and had a stroke. The customer declined to further troubleshoot. The insulin pump will not be returned for analysis.